Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced elevated blood glucose after running out of insulin, performing a supply change prior to dinner, and subsequently noting persistent hyperglycemia, with readings reported in the high 200s. Troubleshooting identified potential user error during infusion set insertion, and a replacement infusion set was arranged. Reported symptoms included hyperglycemia. Outcomes included stabilization of blood glucose following troubleshooting and user education. The investigation included technical support guidance to perform a supply change, confirmation of insulin delivery, and education to continue monitoring and to call back if glucose levels remained elevated. Investigation of this case revealed an unclear cause of the hyperglycemia, with a suspected infusion set insertion issue that may have contributed to inadequate insulin delivery; however, the prior infusion set was not available for inspection. Based on previously established findings for similar reports, the cause was determined to be undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.